Event description:
A cassette leak during priming. Reportedly, an unknown reload set alarm occurred and when the home pt's relative opened the door of the homechoice, she found that the cassette had a pinhole leak. Moisture was felt on the cassette. The home pt's relative does not use sharp objects to open the supplies. There was no obvious damage to the box or overpouch. No pt injury or medical intervention was associated with this report per the home pt's nurse.